Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The procedure was completed with a non-medtronic imaging system. There were no additional spins performed aside from the initial spin that did not reconstruct.

Manufacturer narrative:
A non medtronic representative performed a system checkout. No hardware parts were replaced. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable from the site. It was reported that the site indicated that the system is working as intended. They did not provide any other details as to how the system was fixed or how the issue was resolved. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that the system was showing an error in reconstructing the 3d image. They aborted the use of the imaging system. There was no reported impact to patient outcome and a reported delay of less than one hour.